Manufacturer narrative:
Additional suspect devices: reference number: 10960702, model: sc-2317-50, serial: (B)(4). Reference number: 10978667, model: sc-2317-50, serial: (B)(4). It is indicated that the ipg and leads were discarded by the facility. As the devices involved in the complaint will not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the recently implanted patient was experiencing redness and pus around the ipg and lead sites. The physician assessed that the patient had signs of infection and sepsis. Lab results were taken which confirmed a heavy growth of staphylococcus aureus and sepsis. The physician assessed that the event was likely procedure related. The patient underwent an explant procedure and was stable post operatively.